Event description:
The device returned for maintenance when factor service identified that the menu button on the keypad would intermittently stick causing the device to automatically enter the menu mode. No patient involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The device was returned for maintenance when the factor service identified that the menu button on the key pad (result code 895) would intermittently stick causing the device to automatically enter the menu mode. Replacement of the keypad resolved the issue. Upon completion of repairs, the device passed release testing, and was returned to the customer.